Event description:
During a remote follow up, oversensing was observed on the device. Technical support was contacted and confirmed the event. No intervention has been performed. The patient was stable and will continue being monitored.